Manufacturer narrative:
The customer had not tried plugging in a different endoscope and did not have time to perform troubleshooting with the olympus employee on the call. The customer was advised to try wiping the pins with alcohol, reseating the cable from both units, and checking for dust or debris in the socket. Attempts were made to determine whether troubleshooting was successful. No response was received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported error code b30 was displayed on the subject device when plugging in the endoscope. Additional details were requested regarding the reported event. No additional information has been provided. There was no effect on the patient due to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to dirt being on the socket. Olympus will continue to monitor field performance for this device.